Manufacturer narrative:
Event date was reported as (B)(6) 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss of therapeutic effect and didn't feel stimulation. When trying to use their controller, they encountered the poor communication screen. Their device didn't seem to be working for a couple of weeks prior to the report. It was confirmed that the antenna was secured with the device, but the patient programmer (pp) didn't work with, or without, the antenna. The patient felt like they were going more frequently and felt more of an "emergency". It was noted that the changes in therapy and symptoms were gradual. On (B)(6) 2016, it was reported that the patient was going to the bathroom every 30 minutes. The patient confirmed the implant was replaced due to normal battery depletion. There were no further complications reported or anticipated. Additional information received from the patient on nov. 16, 2017 reported that their ins had died sooner than expected and that ¿things¿ were not going so well which was clarified to mean they were having problems with urination. They confirmed the ins battery was changed out on (B)(6) 2016. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the cause of the implant dying sooner than expected was not determined, but a contributing factor was a high setting.